Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Other blood glucose was 539mg/dl. Customer was treated with bolus and they had pneumonia. Troubleshooting was performed for high blood glucose based on customer report customer did not alleged pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Device will not be returned for the analysis.